Manufacturer narrative:
External insulation abrasion was noted at 16.1cm ¿ 16.2cm from the connector pin consistent with lead friction to the ICD can. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impressions. The cause noise and no sensing was due to external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented remotely with a right ventricular lead that exhibited noise that inhibited pacing. Threshold was normal. Sensing values not obtained via the pacemaker device. During extraction of the ventricular lead, the atrial lead was dislodged. Both leads were extracted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-12020.